Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on august 9, 2012, a customer contacted roche diagnostics and reported an incident that occurred that same day. Customer reported that she obtained a reading of 44 mg/dl on her accu-chek compact plus blood glucose monitor while her one touch blood glucose monitor read 60 mg/dl. No treatment or adverse event as a result of these readings was reported. The one-touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).